Event description:
It was reported to nevro that a patient was admitted to the hospital due to severe headache post implant. The physician indicated that he had a wet tap using a 6" needle. The patient received a blood patch and the headache was resolved. The report indicated that patient had recovered without sequelae.